Event description:
Female consumer reported via e-mail that the fixed ring came loose at the top of the brush, which caused the brush head to rotate downwards while brushing her teeth. No injury was reported. 12-oct-2021 follow up via phone: female consumer reported that her brush head came loose while brushing and ended up in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.